Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis evaluation. The prograsp forceps instrument was analyzed and found to have broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a vinci-assisted cholecystectomy surgical procedure, a cable on the prograsp forceps instrument broke. In addition, an unspecified fragment from the instrument fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.